Event description:
It was reported the customer was hospitalized. Customer was unsure whether their hospitalization was caused by the insulin pump. The customer was also assisted with programming their insulin pump. Customer's blood glucose was 288 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.